Event description:
Reportedly, during interrogation (and also after in the manager screen) it seemed that the screen is being pressed in a specific region (see video). This region is next to the smartcheck button during fup. This made it impossible to perform fup since the screen was always switching to smartcheck screen as if somebody was pressing on top of the button. The tablet was switched off (shut down) and back on and the issue disappeared.

Manufacturer narrative:
Since the subject programmer wasn¿t shipped to clamart for analysis, the hypothesis that can be done to explain the reported issue: ¿during interrogation (and also after in the manager screen) it seemed that the screen is being pressed in a specific region. This region is next to the smartcheck button during. This made impossible to perform fup since the screen was always switching to smartcheck screen as if somebody was pressing on top of the button. The tablet was switched off (shut down) and back on and the issue disappeared¿ is: - higher sensitivity of the touch screen. If the issue happens again, the subject programmer should be sent to the manufacturer in order to set the screen less sensitive.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Since the subject programmer wasn¿t shipped to clamart for analysis, the hypothesis that can be done to explain the reported issue: ¿during interrogation (and also after in the manager screen) it seemed that the screen is being pressed in a specific region. This region is next to the smartcheck button during. This made impossible to perform fup since the screen was always switching to smartcheck screen as if somebody was pressing on top of the button. The tablet was switched off (shut down) and back on and the issue disappeared¿ is: - higher sensitivity of the touch screen. If the issue happens again, the subject programmer should be sent to the manufacturer in order to set the screen less sensitive.

Event description:
Reportedly, during interrogation (and also after in the manager screen) it seemed that the screen is being pressed in a specific region (see video). This region is next to the smartcheck button during fup. This made it impossible to perform fup since the screen was always switching to smartcheck screen as if somebody was pressing on top of the button. The tablet was switched off (shut down) and back on and the issue disappeared.